Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The device exhibited no output and was unresponsive to magnet rate. No patient symptoms or intevention were reported.